Manufacturer narrative:
H10: h3, h6: part of the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. A visual inspection revealed the needle overmold assembly is significantly bent. The suture and anchors were not returned. The depth limiter button was not in the default position. The deployment needle was near the top of the deployment channel. A functional evaluation was conducted. A functional evaluation revealed the actuator tip would not retract to the t2 position. A review of the customer provided image reveals the devices needle has become bent horizontally from manufacturer intended position. It appears the anchors have been deployed from the device. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair using the fast-fix 360, t1 and t2 deployed at the same time. No significant delay and a back up was available to complete the procedure. No other complications were reported.